Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they later passed away (reference (B)(4)). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. A, is currently available. Section 1 of this IFU, ¿introduction¿, lists infection, renal dysfunction, and sepsis as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management, lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A 51-year-old male was transferred to our hospital with va-ECMO and impella cp support following pci for extensive acute myocardial infarction (lad/lcx) complicated by cardiogenic shock. A paracorporeal lvad was established via ascending aortic outflow and apical inflow. He developed acute renal failure due to septic shock and required dialysis, which was discontinued after one month (egfr 16). He was deemed eligible for dt-lvad, and an implantable lvad (heartmate 3) was implanted. During treatment for postoperative mediastinitis and cholecystitis-induced septic shock, he became dialysis-dependent again. An arteriovenous shunt was placed in the fourth month post-implantation, and intermittent dialysis was initiated. He underwent 18 dialysis sessions over 70 days without significant dialysis-related complications.

Manufacturer narrative:
Section a1, a4: patient initial and weight was requested but not yet provided. The patient later passed away in (B)(6) 2025. The patient's death is investigated under MFR 2916596-2025-05644. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.